Event description:
It was reported the patient came in on (B)(6) 2014 for a refill and there was a volume discrepancy. The actual residual volume (arv) was 9ml, but the expected residual volume (erv) was 1ml. Upon interrogation, it was reported there was a motor stall that never recovered and tube set occurred. The pump was restarted and there were no messages later on until the patient came back for a refill on (B)(6) 2014. There was another volume discrepancy where the arv was 19ml and the erv was 2ml. It was reported there was another motor stall that occurred along with the tube set message again. A fluoroscopy was performed on the pump which confirmed the stall occurred, but the catheter was ¿perfect.¿ x-rays, rotor/roller studies, and the catheter access port being flushed with saline were also performed as diagnostic testing. The pump would be replaced in the future. The patient had symptoms of increased spasticity in both the upper and lower limbs. The patient status was noted as alive with no injury. The pump was used to deliver compounded baclofen. Additional information reported the patient was doing ok as of now, but the symptoms ¿may appear at any point of time.¿ the explant date had yet to be decided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had yet to be explanted. No further patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly stall due to shaft-bearing and the gear train anomaly was due to corrosion and/or wear and/or lubrication.